Event description:
It was reported by the patient that the device feels loose and keeps popping up. The patient states that the device site was checked and found to be more loose than the physician would like. The patient believes the device may have flipped over once and that it hurt when it tipped up on its side, and that it hurts in general. Follow up with the clinic indicated that when checked four months ago the pocket appeared normal and the function of the device was working fine, however there were no notes in the file regarding the cause and the patient has not been seen since that time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.